Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the product has flow rate accuracy error. There is a small amount of liquid medicine remaining after use by the patient. Event occurred while in patient use and during infusion. There was patient involvement, and no signs or symptoms experienced.

Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Error log did not confirm that there was a record of the related customer reported issue of flow rate accuracy error. Functional testing showed the pump accuracy was within specification. However, it was close to the upper limit of the standard. Primary reported problem was not replicated. Since the accuracy was close to the upper limit of the standard, preventively, adjusted the expulsor. Functional tests were performed and all passed.